Manufacturer narrative:
As of filing date, device evaluation not yet completed. Follow-up report will be filed as necessary based upon investigation results.

Event description:
It was reported that the unit did not have any refrigerant and was not cooling. No patient involvement or adverse consequences were reported.